Event description:
As reported via the medical literature, a female underwent right upper extremity grafting for hemodialysis from the brachial artery to the axillary vein using a standard wall 4 to 7 mm tapered polytetrafluoroethylene (ptfe) (w.l. Gore & assoc, inc, flagstaff, ariz) graft. She developed a graft seroma 1 mo following placement of the graft and was unsuccessfully managed with both percutaneous and open drainage of the seroma. Transudation of fluid was seen emanating from the atrial end of the ptfe graft. An 8 mm x 50 mm wall graft (boston scientific, natick mass) was percutaneously deployed in the atrial portion of the graft. The seroma completely resolved in 2 weeks.

Manufacturer narrative:
Nicholas j. Gargiulo nj iii, vieth fj, scher la, md, lipsitz ec, suggs wd, benros rm. Experience with covered stents for the mgmt of hemodialysis polytetrafluoroethylene graft seromas. J vasc surg 2008; 48:216-7.